Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator alarmed "xdcr fault" every hour for eight hours in a row and then stopped alarming. When the message appeared, a quick rise and then a plateau were seen on the waveform and then the unit would finish the breath. There was no patient involvement with the reported issue.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed but not duplicated in the laboratory setting. The root cause of the reported issue was a slow solenoid which caused issues with auto-zero calibration at power up and operational auto-zero checks.